Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It is reported, that a patient was implanted with a ncb pp distal plate (catalogue number unknown) on (B)(6) 2017 and was revised on (B)(6) 2018 due to breakage of the device.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: plate breakage. Event description: it was reported that the patient was revised on jan 03, 2018 due to a ncb pp plate breakage. Review of received data: in total 3 x-ray pictures were received. In one x-ray the bone fracture can be seen. The fracture is located well distal to the hip stem tip. Acccording to vancouver classification the fracture can be classified as a type c fracture. In another x-ray it can be seen that a ncb periprosthetic distal femur plate was implanted with severeal screws. In the last x-ray the ncb pp plate is broken into two parts. Devices analysis: visual examination: the broken plate was returned for investigation. The sub components have not been returned, the fracture of the plate is located through the middle bore hole of a diagonal three hole pattern. The visual examination of the fracture surfaces shows beach lines. These lines depict the fatigue character of the fracture. The fracture origin is located at the beginning of the thread on the non-bone-facing side. The plate shows also severeal scratches on the outer surface and some bore holes of the plate show signs of drilling. It is most possible that these bore holes were bored during the implantation. Review of product documentation: the surgical technique for ncb periprosthetic femur plate system was reviewed. The periprosthetic femur fracture classification are described. It is mentioned that for a fracture type c, either the ncb periprosthetic proximal femur plate or the ncb curved femur shaft plate may be used. Root cause analysis. Root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to inadequate implant design &material (fatique strength - lifetime of the device) not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Breakage of implant due to chemical / galvanic / crevice corrosion of material not possible no corrosion found during the investigation. Breakage of implant due to implant will be implanted against contraindication not possible no evidence that the device was implanted against contraindication. Breakage of implant due to wrong interpretation of in situ device position and/or dimension possible, the surgical technique for ncb periprosthetic femur plate system describes that for such fractures either the ncb periprosthetic proximal femur plate or the ncb curved femur shaft plate can be used. Breakage of the implant due to wrong interpretation of x-ray template for dimensions possible, unknown if x-ray templates were used for the surgery. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible the plate was not bent. Breakage of implant due to user define incorrect placement of the spacers and plate not possible no spacers were used. Breakage of implant due to user perform improper handling of the plate during insertion possible, there are some signs of drilling visible on the bore holes of the plate. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible the plate was not bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction possible, no information received about limitiation and post op restriction. Breakage of implant due to patient do not follow the postoperative protocol possible, it is possible that the patient did not follow the given information. Conclusion summary it was reported that the patient was implanted on (B)(6) 2017 and revised on (B)(6) 2018 due to a ncb pp plate breakage. The plate was in vivo for less than 1 month. The review of the x-rays showed that the patient had bone fracture on the right. The fracture is located well distal to the hip stem tip. Acccording to vancouver classification the fracture can be classified as a type c fracture. The surgical technique lit.no. 06.02013.012 for ncb periprosthetic femur plate system describes that for such fractures either the ncb periprosthetic proximal femur plate or the ncb curved femur shaft plate can be used. The visual examination of the returned products indicates that no material defects that could have triggered the fracture could be deteceted. The product analysis of the ncb pp plate shows an indication for a fatigue fracture. There are several factors which may have contributed to the breakage. It can be that the plate was over stressed during this 1 month in vivo time or a wrong patient behaviour can also be cause for the plate breakage. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Corrected and additional information is filled in the follwing fields: correction: date of report, brand name, common device name, date rec¿d by MFR. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).